Event description:
It was reported during implant, the right atrial (ra) lead was very difficult to place following a valve placement. The ra lead had to be repositioned several times and a performance issue with the ra lead was suspected due to the repetitive deployment and retraction of the helix. Also, after disconnecting the device several times to reposition the lead, it was noticed the set screw was missing from the device. The set screw was located but could not be repositioned in the device header and while attempting to do so, the physician noticed there was some "bubbling" around the port in the device header. The ra lead and device were not implanted and a new ra lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.